Manufacturer narrative:
Pr (B)(4) this follow up is a correction. Initial MDR submitted in error. Foreign matter found to be on the outside of the product and not in the fluid path. This complaint is not reportable as this malfunction is not likely to cause or contribute to serious injury or death.

Event description:
Material#: 309653. Batch#: 3208293. It was reported by customer that the plastic plunger on the syringe has black flakes in the plastic. Customer is not sure if safe to use for sterile compounding and can provide pictures or syringe if needed. Verbatim: the plastic plunger on the syringe has black flakes in the plastic. Not sure if safe to use for sterile compounding. I can provide pictures or syringe if needed. Please email me. Lot 3208293. Rcc received a complaint via community. Pir attached.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material

Event description:
Material#: 309653, batch#: 3208293. It was reported by customer that the plastic plunger on the syringe has black flakes in the plastic. Customer is not sure if safe to use for sterile compounding and can provide pictures or syringe if needed.